Event description:
Multiple events with the same problem with the syringe adapter sets (no specific patient information available): not able to prime set with 1/2ns properly as leaking occurred at connection of filter to main body. Did not leak at filter paper; not able to prime set with 20% intralipids properly as leaking occurred at connection of filter to main body. Did not leak at filter paper.